Event description:
When the iab was inserted, resistance was encountered, but the placement was made. When the user tried to remove the guide wire, it would not come out. The iab with the guide wire were removed, after a minor cut-down procedure was performed to find the artery. Another iab was inserted without complication.